Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After completion of the transeptal puncture, 4000 units of heparin were injected intravenously and heparin was introduced into the laa. The wds was advanced into the was until the wds was in alignment with the tip of the was. A thrombus was observed via transesophageal echocardiogram (tee). The wds was withdrawn from the was and an attempt was made to aspirate the thrombus into the was. Tee revealed the thrombus had not been completely aspirated and the was removed from the patient. It was suspected heparin induced thrombocytopenia had occurred and argatroban was administered. The laa closure procedure was discontinued. No patient complications were reported.